Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump was emitting multiple loss of prime alarms. It was noted that changing the cartridge to one from a different box was not able to resolve the loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:a review of the pump¿s black box history showed a loss of prime with non-zero force was recorded. A loss of prime alarm occurred during investigation. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and a cracked trace was found at the pin on the force sensor flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.